Manufacturer narrative:
Concomitant medical products. Model: dtba1d1, crt-d; implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that alerts were triggered for right ventricular (rv) pacing impedance out of range. The right ventricular (rv) lead had high pacing impedance measurements and high rv threshold. Additionally, possible high left ventricular (lv) lead threshold was noted. Follow-up was conducted and it was learned that the patient has passed away the following day.